Event description:
The patient was undergoing a coil embolization procedure using ruby coils and px slim delivery microcatheter. During the procedure, the physician felt resistance while deploying a ruby coil through px slim delivery microcatheter. The physician decided to remove the ruby coil and it became stuck inside the px slim delivery microcatheter. The physician removed the px slim delivery microcatheter with the ruby coil inside of it. A new px slim delivery microcatheter and ruby coil were used. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: there is no visible damage to the px slim delivery microcatheter. A 0.025" mandrel was inserted through the hub of the pxslim microcatheter and advanced distally without issue. The pxslimstr microcatheter is functional. Conclusion: the complaint has been evaluated. The complaint indicates that resistance was felt while advancing the coil through the pxslimstr microcatheter. The microcatheter was repositioned and resistance was still felt while trying to advance the coil. The microcatheter was removed while the coil was still inside. Evaluation of the returned device revealed damage to the coil and pusher assembly, in addition to damage to the coil introducer sheath. The pxslim microcatheter was evaluated and no damage was observed. The device appears to have been fully functional. The kinks in the pusher assembly were likely due to repeated attempts to advance the device against resistance. The coil loops may have been compressed when pulling the coil back into the damaged introducer sheath which appears to have been pinched or twisted during insertion into the patient. The coil dimensions were within specification. There is no indication of any device issue. The cause of the reported resistance could not be determined based on the returned device evaluation however, resistance if often caused by tortuous patient anatomy. The coils are 100% functionally tested during in-process inspection and the microcatheters are 100% visually inspected during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00645.